Manufacturer narrative:
Product analysis: the pushwire was extending out from catheter hub. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal end of pipeline flex shield braid was found to be not opened due to damaged braid. The proximal end of pipeline flex shield braid was found to be fully opened and damaged. The catheter body was found to be kinked at ~60.0cm from distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline shield stent that failed to open.  The patient was undergoing a procedure for flow diverter treatment of an m1 segment unruptured saccular aneurysm. The aneurysm max diameter was 6mm and the neck diameter was 4mm. Vessel tortuosity was moderate. It was noted that dual antiplatelet treatment was not administered. It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU). The pipeline failed to open at the distal end when less than 50% of the pipeline had been deployed. The pipeline was not positioned in a bend. The pipeline was reseheathed and removed with the microcatheter.  Ancillary devices: 8f terumo sheath, wallant 6f 088 guide catheter, phenom 27 microcatheter, hybrid 014 guidewire, phenom plus catheter there was no harm or injury to the patient. Post-procedure angiography showed satisfactory redirected blood flow from the aneurysm. The event did not lead to or prolong the patient's hospitalization. No additional medication or surgical intervention was required to prevent permanent patient impairment.